Manufacturer narrative:
Qc and system check was within specifications prior to the event. No errors were posted to the event log. Customer discover a leak in the instrument while troubleshooting with the call center; however, was unable to determine were it was coming from. Customer performed a troubleshooting system check after the event and the system check failed to meet specifications. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that main pipettor was bent. The fse replaced the pipettor along with the board. The fse also replaced the whole analytical unit due to temperature and luminometer drifting. The fse performed hardware verifications per procedure and all testing passed within specifications. Even though pth results are unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures may have affected other pivotal assays. Due to the potential for this event to recur unknowingly, there is a potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high intact parathyroid hormone (pth) results that were generated by the access 2 instrument for a single patient samples. Several samples were collected from a pt being in surgery and tested for pth. The results were reported out of the lab and the physician questioned the results. Customer repeated the samples along with qc. The repeated pth results were higher than the initial results and qc was out high. Customer then re-tested the original samples on a different instrument in their lab and obtained different results. Corrected reports have been sent. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.